Event description:
It was reported that during a spinal biopsy, the needle was broken. No pt injury.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device currently distributed in the u.s. The device history records could not be reviewed, as the lot number was not provided. The event is currently under investigation.